Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or number scrolling anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported that the keypad on the insulin pump was note working and that the numbers scrolled without input during a bolus. The blood glucose reading was 100 mg/dl. He also reported that the insulin pump alarmed for a button error. Nothing further was reported.